Event description:
The syringe could not deploy the coil and the coil stretched. The patient is female, with middle cerebral artery (mca) aneurysm. The size is 5x5mm, not wide neck. The aneurysm was saccular. The system was properly inspected prepped prior to use. The syringe was filled with sterile saline (no additives). An ev3 microcatheter was used in the procedure. The microcatheter was reshaped prior to use with a shaping mandrel. There was no resistance felt with the microcatheter and the guidewire when accessing the lesion. The first coil (5x15mm) was detached successfully. The second coil (4x10mm) is a competitive product (microvention) wand was detached successfully. When the third coil was detached, difficulty was encountered. There was no resistance with the microcatheter when the coil was being advanced to the lesion. The coil was positioned in the aneurysm but the syringe could not detach the coil. Therefore, another syringe was used to detach the third coil, but also failed. When the dr tried to detach the coil, he found that even when the dcs syringe was taken to red alternative detachment zone beyond the green zone, the coil was not able to detach. Then the physician had to retrieve the coil with the microcatheter as a unit. During removal, the physician found the coil stretched. When the coil was removed through y valve, it was pulled and broken. Finally, the physician used a competitive product to complete the procedure.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to be reported complaint. Review of the lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Coil subassembly was reviewed. It was observed during review that no non-conformances were generated and no other incidents were noted that could be potentially related to the complaint reported. The product is available for evaluation and testing; however, it has not been rec'd to date (which is indicated as "other" under section h3 code). Additional info will be submitted within 30 days of receipt.